Event description:
This css console was not on a patient. Customer reported that during a routine console checkout, the monitoring computer stopped booting while loading the software, and the hard drive made a scratching noise. This alleged failure mode poses a low risk to a patient, because the issue was observed during a routine console checkout and was not supporting a patient, and the alleged failure mode would not negate the ability of the css console to continue to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. An investigation will be conducted by syncardia, and the results will be reported in a supplemental MDR.